Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the procedure the patient interface suddenly popped up and "reported the wrong information and showed wrong energy." The surgery was stopped and a new interface was used to complete the procedure. No additional information available.

Manufacturer narrative:
Additional information provided. No additional information received. The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).